Event description:
During a standard inspection of a customer returned asset, no image was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image with the 180 scopes was noted. In addition, a defective patient board and a bad video socket locking mechanism were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely there was no image due to a failure of the patient substrate. Olympus will continue to monitor field performance for this device.